Event description:
A report was received that after a lead revision for lead migration, the patient felt pain in the upper back and between the shoulder blades. Patient's MRI revealed stenosis at t8. A trigger point injection of local anesthetic and steroid were given at the site of the pain in upper back between the shoulder blades. The injection was not successful in relieving the patient's pain but the trial leads were pulled, as scheduled and the patient is reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial #: (B)(4), model description: linear st lead with preloaded enhanced stylet - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after a lead revision for lead migration the patient felt pain in the upper back and between the shoulder blades. Patient's MRI revealed stenosis at t8. A trigger point injection of local anesthetic and steroid were given at the site of the pain in upper back between the shoulder blades. The injection was not successful in relieving the patient's pain but the trial leads were pulled, as scheduled and the patient is reportedly doing fine.